Event description:
It has been reported to philips that allura device would not start up as expected. The system was in clinical use. No harm has been reported. A philips engineer inspected the system remotely and identified a bios battery issue. The battery was replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse)contacted customer and confirmed that host pc cannot power on automatically. Rse suspected the bios battery voltage was too low. Rse provided remote guidance to the customer to replace the pc bios battery. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.